Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 501 mg/dl at the time of the event. The customer was treated with the insulin pump and manual injection and the customer experienced symptoms, difficulty breathing, and shaky.  Troubleshooting was performed and found that the pump was exposed to magnetic field of MRI.  It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Frn-mmt-332-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Device case: ngp customer returned device for an alleged exposure to MRI and high blood glucose found on (B)(6), 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for exposure to MRI was unable to confirm. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.